Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead g3: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Initially on (B)(6) 2016, a manufacturer representative (rep) reported that the patient is currently in their trial period. The patient has 2 programs and one of them is very painful as of an unknown date so they were told to turn it off until their next appointment by the healthcare provider (hcp). Indication for use is unknown. Additional information received on (B)(6) 2016 from the representative reported the patient was told not to use the program that was causing the pain. This was a trial using the temporary system; it was not an implanted stimulator. The lead was repositioned and all issues were resolved. There was no defect involving any of the equipment.